Manufacturer narrative:
Retainer ring=black. Customer complained on september 17, 2022 the insulin pump alarmed insulin pump error and the time clock does not advance. Complained the display is frozen and the buttons are responding. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display noted. Insulin pump was monitored and the time advanced properly. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No insulin pump error noted during testing however, confirmed in the insulin pump downloaded history the insulin pump alarmed insulin pump error on september 17, 2022 06:00:17.000 due to moisture damage to the electrical board1 board and electrical board2 board. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The connector on electrical board1 was locked properly during visual inspection. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. No frozen display noted or time clock anomaly noted. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed the insulin pump alarmed insulin pump error on september 17, 2022 06:00:17.000 due to moisture damage to the electrical board1 board and electrical board2board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and pump error alarm. Customer stated that the buttons were not responding. Customer tried to new remove battery and make a restart but was not able to clear the alarm. Customer mentioned that the time clock does not advance. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.